Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery drawer was stuck shut. The epg was beyond its service life. The status of the epg is unknown. No patient complications have been reported as a result of this event.